Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 19ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. Precipitate was observed within the luer orifice. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. Microscopic inspection of the sample was unremarkable. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "when the nurse was priming the needle ns solution came out of the needle housing verses the tip of the needle. The needle was not used in accessing the pt mediport and sent down to supply. Needle size 0.75 inch."